Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient did not hear the pump alarm for an empty cartridge and subsequently had a blood glucose of 578 mg/dl with trace ketones, abdominal pain, and extreme thirst. Patient received no unusual treatment. Customer support found there was no damage that was unable to be resolved and attributed the excusion to user error. Patient continues on the pump. This complaint is being reported because the patient experienced hyperglycemia related to user error.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: no defect was found. Unable to duplicate the complaint. Pump returned with audio bolus reminder, warning, alarm/errors set to vibrate and normal bolus, temp basal, alert and remote bolus set to off. Pump boots to the verify screen with audible and vibratory features. The black box shows a replace cartridge alarm on (B)(6) 2015 05:57; deliveries resumed at 10:21. A ¿replace cartridge¿ alarm was reproduced for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The test was performed again with the sound settings set to vibrate; the pump gave the appropriate vibration and displayed the correct message on the screen. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Audio tone measured within specification. Pump was exercised for 24hr duration testing with no alarms duplicated.